Event description:
It was reported that the customer had issues with the insulin pump and hyperglycemia. The customer's doctor requested a replacement. The customer called back and stated that his blood glucose was high the day before, and this is the second time in the hospital with high glucose level. The blood glucose reading was 528mg/dl. The nurse stated that the customer came by ambulance with complaints of high blood glucose. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.